Event description:
A talent stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. It was reported that a distal type I endoleak was observed due to an enlarged distal thoracic aorta. Currently, the distal aortic neck measures 42-46 mm in diameter. The diameter at the sma measures 34mm and at the celiac artery is 40mm in diameter. The physician decided to intervene an implanted a valaint stent graft resolving the distal type I endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).